Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1ml 6mm (15/64") 31g product was damaged. The following information was provided by the initial reporter: stated, there were air bubbles in the barrel of a third syringe prior to use. Voided spaces in the plastic (looks like air bubbles).

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1ml 6mm (15/64") 31g product was damaged. The following information was provided by the initial reporter: stated, there were air bubbles in the barrel of a third syringe prior to use. Voided spaces in the plastic (looks like air bubbles).

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0342354. All inspections were performed per the applicable operations qc specification. Embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that the bd veo¿ insulin syringes with bd ultra-fine¿ needle 1ml 6mm (15/64") 31g product was damaged. The following information was provided by the initial reporter: stated, there were air bubbles in the barrel of a third syringe prior to use. Voided spaces in the plastic (looks like air bubbles).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-sep-2022. H.6. Investigation summary: customer returned (2) 1ml bd insulin syringes in an open polybag from lot# 0342354. The customer reported that the stopper was crooked in two syringes, and that there were air bubbles in the barrel of a third syringe. The samples were examined, and it was observed that the rubber stopper on both syringes was disfigured within the respective barrel. Neither syringe exhibited air bubbles or barrel damage. The alleged air bubbles/barrel damage issue could not be confirmed based on the samples returned for investigation. A review of the device history record was completed for batch# 0342354. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200922937, 200923224] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure (barrel damaged) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h10.